Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was in for a routine follow up CT scan an 8.5cm abdominal aneurysm, aortic neck dilatation and presence of a type I endoleak was observed. The aneurysm is currently 85x75 mm in diameter. The proximal aortic neck is 37 mm to 43 mm in diameter. CT showed the stent graft was positioned at the lowest renal artery with no migration. The physician stated that the cause of the event was due to disease progression. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.